Event description:
The customer stated a cell-dyn emerald analyzer generated a platelet result of 102 for a patient with a history of platelet results <1. The sample was repeated on another analyzer and a platelet result of <1 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.